Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that the lead impedance had decreased from 330 ohms to 105 ohms. The patient was in atrial fibrillation, so capture was not assessed. P-waves ranged from 1 mv to 3 mv. The lead would be monitored.